Event description:
It was reported that when using the bd pyxis¿ es server, it had a keyboard malfunction and user stated when pressing the number 3 the number 3 is added to it. As well as when trying to type in the number 4, 3 is added. The customer reported that issue occurred when trying issue medications the patient there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that the keyboard was not failed. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, it had a keyboard malfunction and user stated when pressing the number 3 the number 3 is added to it. As well as when trying to type in the number 4, 3 is added. The customer reported that issue occurred when trying issue medications, the patient there were no adverse events or injuries reported based on this event.